Event description:
It was reported to medtronic minimed that the customer experienced pump error 38: no motor movement or negligible movement. Retries to free a stuck motor failed. Pump error 63: a hardware low-level failure. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. The customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer will continue using the device. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38/63 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace and found pump error 38 alarm in the event date of 25-aug-2024 at 14:00:00. Pump error 63 alarms found in the pump history file/trace on (B)(6) 2024 at 14:47:10 and 14:52:54 with variable (03). Pump error 63 alarm due to hardware error (line number 9926 file number 2005). Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The force sensor measurement was within spec range (22.8 mv). Motor passed the motor test outside of the device. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Pump error 38 alarm was not confirmed during testing. Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.